Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection of the returned device found the linkage to the upper jaw is broken. An analysis of the customer provided images found multiple devices with the linkage to the upper jaw broken. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy, the articulating jaw of one novostitch device broke and that another novostich could not be removed from the joint without removing the needle first. One of the devices leave a metal fragment and was retrieved with a grasper. Two devices in total with two lot numbers were provided m190401/m210157 but it is unknown which one belongs to each malfunction. The procedure was completed without significant delay using a competitor back-up device. No patient complications were reported.